Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement of gastrostome procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the internal bolster was detached inside the stomach. The detached bolster was retrieved using an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the feeding and medicine ports to be closed. The external bolster was located at the 4 cm mark and was without issue. The ink markings on the exterior of the feeding tube were worn and barely visible. The internal bolster was found to be separated from the device. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Therefore, the most probable root cause of 'operational context' is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement of gastrostoma procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the internal bolster was detached inside the stomach. The detached bolster was retrieved using an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.